Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the cartridge damaged trend investigation could not be completed as the cartridge was not returned. The cartridge change error trend was verified and failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.